Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (>400 mg/dl) while wearing the pod. The patient reports feeling weak. Once at the hospital the patient was treated with intravenous fluids and insulin. The patient was discharged the same day as the event. The patient is using manual injections until they follow up with their endocrinologist.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.